Manufacturer narrative:
At the service center the device was disassembled and repairs were performed on channels, control knob assembly, biopsy and suction channels and angulation. The electrical connector was replaced. Following these repairs the device was operating normally and returned to the customer.

Event description:
It was reported that there was image loss on all three screens during a procedure. There was no patient injury or other adverse health consequence.